Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure. The staples did not form properly. The hosp has not reported any add'l info.